Event description:
Patient underwent carotid stent procedure with approved prestent filter device inserted. After placing a stent when attempting to remove filter device, filter became lodged. Attempt to dislodge filter with guidewire without success, guidewire tip broke off and retained by patient. Additional stent applied to seal foreign body between two stents.====================== health professional's impression======================filter device became stuck. Guidewire tip broke off while dislodging stuck filter device.